Event description:
It was reported by repair work order that the head end had no lift function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the fowler was inoperable due to the CPR handle release being stuck in the pulled position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.